Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because information was received from a cardiosave pms survey and no additional information provided on this complaint event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) user stated: "sometimes I find the keyboard does not work all the time". The cardiosave iabp automatically adjusts to changes in the patient¿s heart rate and rhythm in auto and semi-auto modes. User stated: "some of the changes the iabp cannot pick up".